Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the device was blocked/stuck in the drilled bone channel while shortening the suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rtt, batch number 15433917, was received for evaluation. Visual inspection: the returned device was visually inspected, and it was noted that the suture system was broken. Additionally, the white suture exhibited signs of excessive force; the tape showed fraying and breakage. A functional test couldn't be performed as the device was received broken/damaged. The most likely cause(s) of reported failure are user error, including excessive force used to shorten the suture stands and improper surgical technique.